Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer accidentally delivered too much insulin when entering a bolus. The customer's blood glucose (bg) level subsequently decreased to 40 mg/dl. Reportedly the customer lost consciousness and was given baqsimi by a family member. Recommendation was made to consult with healthcare provider regarding diabetes management.